Event description:
Since (B)(6) 2023, the user has no sound perception with the device. A sudden loss of hearing was reported. The user is to be re-implanted but a date for surgery has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2023, the user has no sound perception with the device. Although it is unknown if a trauma has occurred, a trauma event is suspected.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device was affected. The user has been explanted in late (B)(6) 2023. Neither the exact date of explantation nor information on a new device are known.